Manufacturer narrative:
An on site repair was performed and the system was tested with different options and it was not possible to duplicate the problem. The sgu sense was change to different leads and it was possible to se the signals. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure, a micropace stimlab cardiac stimulator (sgu) was selected for use. During the procedure a supraventricular tachycardia ablation was limited since there was no electrocardiogram (ECG) signals visible, and it was stated that "they could not pvc on the hist, and it limited the case during svt ablation". The procedure was completed with this device. There were no patient complications.